Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the 1st tct75 only partially fired and another tct75 did not fire at all. A 3rd device was used to complete the case. There was no consequence to the pt.